Manufacturer narrative:
The customer comment of heat was confirmed with the tip cover and tip. Based on the concurrent investigation of the tip used in the event the tip was found to be worn and causing the heat event. Based on the wear of the tip and the dent to the tip cover, contact can occur between the device which indicates the dent in the tip can contribute to the reported event. The device was not repaired but returned to the customer.

Manufacturer narrative:
The devices pertaining to the reported event have not been received by the manufacturer for evaluation. A follow up report will be filed after the devices are received and the quality investigation has been completed.

Event description:
It was reported that the sonopet handpiece was being used in an oral procedure when the tip cover overheated resulting in the patient being burned. The burn was described as being on the membrane of the patients lower lip and was 5 mm in size. A disinfectant ointment was applied to the burn, as well as two stitches. The procedure was completed successfully with a back up tip cover and tip, with no other patient or user injuries or adverse consequences.

Event description:
It was reported that the sonopet handpiece was being used in an oral procedure when the tip cover overheated resulting in the patient being burned. The burn was described as being on the membrane of the patients lower lip and was 5 mm in size. A disinfectant ointment was applied to the burn, as well as two stitches. The procedure was completed successfully with a back up tip cover and tip, with no other patient or user injuries or adverse consequences.